Event description:
It was reported that during five sleeve gastrectomy procedures that after the first firing after hitting the home button the devices would stay slightly articulated causing interference with the seamguard. Same devices were used to complete the procedure. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: surgeons concerns about with the home button and an occasional issue with the jaws not returning to a straight position. When returning to the home position the device is a degree or two to the right or left and not always returning to a straight position. The surgeons concern is when the stapler is entering through the trocar, with a slight angulation, it disrupts the buttressing. The surgeon believes that the issue with the stapler is not being able to be straight and it is causing the buttress to scrunch and impacting the staple line. He claims that when he presses the home button that it is not returning the jaws all the way to the home position. It is slightly off so when he enters the trocar he is saying that it messes with the seamguard. I know that sometimes you have to hit the home button twice to return completely straight but he's saying that didn't work. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.